Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 190 millimeters from the terminal pin. A bend was also noted the insulation of the lead approximately 194 mm from the terminal pin. This appears to be in the site of a suture sleeve tie down. The fracture location was just proximal of the suture sleeve tie down area.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 190 millimeters from the terminal pin. A bend was also noted the insulation of the lead approximately 194 mm from the terminal pin. This appears to be in the site of a suture sleeve tie down. The fracture location was just proximal of the suture sleeve tie down area.